Event description:
The reporter contacted animas on (B)(4) 2012 stating that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. The reporter denied evidence any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button was intermittently responsive; the contrast button has no effect on insulin delivery function. All other keypad buttons were responded to button presses as expected. There was evidence of contamination found under the contrast key contacts.